Manufacturer narrative:
The complaint investigation conclusion code, "unintended use error caused or contributed to event", was chosen because the information from field stated, "the end of lead broke off when the hcp pulled it out of the body, the remainder of the lead was left in the body, but the end of what was left was to far down in the body to be capped." And has been in service over 18 years, this interference will explain the complaint outcomes. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary.

Event description:
It was reported that this right ventricular (ra) lead was explanted, with it breaking during the extraction leaving part of the lead capped inside the patient. This lead was explanted due to an unspecified product performance issue. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (ra) lead was explanted, with it breaking during the extraction leaving part of the lead capped inside the patient. This lead was explanted due to an unspecified product performance issue. No additional patient effects were reported.